Event description:
It was reported that the patient underwent a surgical procedure to remove an artificial urinary sphincter (aus) cuff component due to atrophy. The aus cuff component was replaced and a new cuff was implanted. There were no additional patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.